Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign objects around adhesive of the light guide (lg) lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material adhesive around light guide had. There were no device abnormalities around the light guide lens where the foreign object was adhered. Therefore, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automatic endoscope reprocessor (aer)/wd. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.